Event description:
The customer reported that during in-service monitoring with a patient ECG simulator, when using the trend and selecting the setting of the source, the monitoring stopped (freeze) and the device powered off after 20-30 seconds. The device then powered back on by itself. This event occurred two times. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4)